Event description:
A fail code 533. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hosp rep stated that there have been no reports of any patient incident involving this pump since the last baxter service event.